Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer was hospitalized due to low blood glucose of 32 mg/dl. Customer was hospitalized on (B)(6) 2016; customer could not recall which month. Customer reported that low blood glucose was due to over-bolus. Customer reported that after being treated at the emergency room, blood glucose elevated to 400 mg/dl and was discharged after blood glucose dropped to below 200 mg/dl. Customer reported of also having low blood glucose of 47 mg/dl due to working outside. Customer declined troubleshooting.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had minor scratched display window, cracked display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.